Event description:
It was reported that during a laparoscopic gastric bypass procedure, leakage from the trocar was found after instruments had been used, leakage was found both with and without instrument at place in trocar. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Only the sleeve of the was returned for analysis in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The device did not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.